Event description:
Reporter alleged passing out at 6-8 am after readings that were condiered normal (in the 120s mg/dl). It was reported paramedics were called by a relative and their device measured in the 40s mg/dl. Reporter stated being given an IV and a peanut butter and jelly sandwich. A request was made for the return of the suspect device and replacement product was sent.